Manufacturer narrative:
Results: see attached test data. As a result of sem imaging, sla type surface treatment was completed. As a result of a re-inspection, the product meets its specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Products were returned as implant failure. Report stated that the patient has an insufficient bone quality; however, it also stated that the reason for implant failure is unknown.